Event description:
Customer reported no strips would advance from the device and it smelled like burnt plastic. Customer inserted a new drum and strips would still not advance and it smells burnt. Device result=232 mg/dl. Other device=134 mg/dl. Customer took insulin. Constrols were used but values and whether they are in range were not provided. A request was made for return product and replacement product was sent.